Manufacturer narrative:
The patient was reported to be a baby. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink t-connector extension set broke during infusion. The reporter indicated that the patient broke the set. The set had been attached to an IV catheter. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.